Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm checked the iabp log files and observed fault code #16 had been recorded 756 times. The stm suspected the issue may have been caused by a bad pressure transducer, or a kinked intra-aortic balloon (iab). The stm performed preventative maintenance (pm) and tested the fiber optic channel but was unable to duplicate the customer's reported issue. Subsequently, the stm completed pm service and performed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a fiber optic issue and the blood pressure was not accurate. There was no patient harm and no adverse event was reported.